Event description:
It was reported that during an iliac artery stent placement, the physician placed a permalume covered trachebronchial wallstent endoprosthesis in the femoral artery. The permalume covered trachebronchial wallstent endoprosthesis is intended for use in the treatment of tracheobronchial strictures or fistulas produced by malignant neoplasms or in end stage benign strictures or fistulas. Subsequently thrombosis occurred at the site of the implant, and femoral popliteal bypass was performed to restore the blood flow to the extremity to prevent potential loss of the limb. Pt status is listed as "okay".